Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not been able to go to the restroom since the implant had been placed. Because of their inability to void, they had used their catheter one time. Patient stated they were still under the influence of the anesthetics and did not remember how to operate the device. The issues were unresolved at the time of the report. No further complications were reported or anticipated.